Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during an unspecified procedure, the guide wire was "very slippery and rough". It was difficult to use. No patient complications were reported and the patient's status is fine. Returned product analysis revealed foreign material.

Manufacturer narrative:
(B)(4). As received, the return consists of on hydro gw std s 180-035 guide wire with the distal tip extending approximately 5.5cm from the dispenser assembly. Following removal of the guide wire from the dispenser, some light colored particulate matter imbedded within the coating surface over the distal 5.5cm was noted. The guide wire also presents a large radius bend over the distal 6cm. Microscopically the guide wire coating appears to present a smooth and worn appearance, consistent with clinical use with inclusions of an unidentified white or light colored residue scattered over the length of the device. Visually, the deposits of residue are not representative of the manufacturing environment. This product is manufactured in a clean room. During packaging and post packaging of this product, they are 100% visually inspected for the presence of foreign material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).